Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device replacement, physician was able to unlock the screws of the device after much difficulty. Patient's condition was good during and after the procedure.